Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced an extended hypoglycemic event with a measured blood glucose of 42 mg/dl after delivering a ¿more than¿ meal announcement that was closer to a usual meal, and the user attributed the event to this mismatch. Symptoms included hypoglycemia. Outcomes included recovery to in-range and stable blood glucose after oral glucose intake. Investigation included complaint review and user troubleshooting and education regarding meal announcements and consultation with a healthcare provider for carbohydrate and meal size guidance. Investigation of this case revealed no device malfunction and indicated use-related factors related to meal announcement selection as the likely contributor. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.